Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen1914 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported doctor and nurse found hole in PICC near securacath.